Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the connector was leaking, the charged coupled device cover lens was scratched, the scope cover had a sharp edge/snag, the bending section cover was porous, the bending tube was deformed, the connecting tube was scratched, the paint of the suction cylinder nut was peeling, the universal cord was scratched, the plug unit housing was damaged, the right/left and up/down knobs had play and their angulation was reduced, and the nozzle had insufficient water removal. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air/water channel of the evis exera iii gastrointestinal videoscope had a blockage. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to the foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material in the air/water nozzle could not be determined. Additionally, what the foreign material was, could not be determined. Olympus will continue to monitor field performance for this device.